Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that the sphb on the drager is consistently "half" of the patients actual hb. The sensor position was checked and a shield was used. The cable was disconnected from the drager m540 and connected to customer's radical-7 handheld, and the sphb reading went to the expected value immediately. The morning blood work showed a hemogoblin of 14.5 g/dl. No known impact or consequence to patient.